Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after disconnecting the ilet pump during a clinic visit and subsequently required guidance to perform a supply change with an inset infusion set. Symptoms included elevated blood glucose with a reported peak of 223 mg/dl and persistent readings above 180 mg/dl from the prior evening, without signs of diabetic ketoacidosis, loss of consciousness, or other acute complications. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, no steroid exposure, and no medical intervention, with blood glucose decreasing to 181 mg/dl after a meal and continued monitoring. Investigation included troubleshooting and education on device use and supply change procedures. Investigation of this case revealed that pump disconnection from the body led to reduced or absent insulin delivery resulting in hyperglycemia, and that the infusion set was replaced without further device malfunction observed. It was concluded, based on previously established findings for similar reports, that user-controlled interruption of insulin delivery was the most probable cause.